Event description:
It has been reported to philips that there was a geometry movement error. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a coronary diagnosis procedure was performed when the incident happened. The procedure was delayed, and the procedure was completed by restarting the system. The philips field service engineer (fse) analyzed the system onsite and confirmed that in the system geometry movement fault. After reviewing the log file fse found that ipc communication is time out, so there is ipc software failed. Fse reinstalling the ipc software. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.